Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of adult deformity. It was reported that the set screw of s2ai screw backed out, so rod had reached near the skin and it was suspected to be infected from there, rod was cut between l3-4 and the screw below l4 was removed. The fixation above l3 was remained as it was. There were patient symptoms or complications as a result of this event health damage in the patient was reported. Rod and break-off set screw is partial explanted. Other two screws were completely explanted.